Event description:
It was reported that the patient was unable to enter MRI mode, upon further investigation, system diagnostics recorded high impedances on the lead. The patient still has effective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.